Event description:
It was reported that this device could not be interrogated. The patient had reported syncope, and the doctor was unable to interrogate the device. The local representative will be contacted to come and do an interrogation. There were no adverse patient effects. The device remains implanted.